Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding; numbers were ramping up on screen. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.